Event description:
Patient reported that the cartridges that she places remodulin into and then into her infusion pump were leaking. It happened on multiple occasions with the specific lot 67x023, expiration date unknown. She noticed the leaking prior to placing in the pump and would switch out the cartridge. She noticed that when switching to a cartridge of a different lot that she would not have the issue. She never missed a dose or had a disruption of her therapy. She does not have any of the defective cartridges on hand. Dates of use: (B)(6) 2012 to ongoing. Diagnosis or reason for use: (B)(4).